Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with small ketones. Cause was not known. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by correction bolus and correction injection via manual injection and resume insulin delivery. Recommendation was made to consult with a healthcare provider regarding diabetes management.